Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopic knee ligamentoplasty, the t1 of the fast fix device was left in the patient without the suture. The procedure was completed with a s+n back-up device. No surgical delay or other complications were reported.

Event description:
It was reported that during an arthroscopic knee ligamentoplasty, the t1 of the fast fix device was left in the patient without the suture. The procedure was completed with a s+n back-up device. No surgical delay or other complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review of the part found similar events. A review of the device inspection summary found that a material certificate of analysis is required with each lot. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use, fast fix 360 was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. Our clinical investigation concluded: no relevant clinical information was provided for inclusion in this medical investigation. Therefore, thorough medical investigation could not be rendered nor could the clinical root cause of the reported failure be determined. Based on the information provided, the t1 were left in-situ without the suture, and the t2 did remain attached to the t1. The ts are implantable, so biocompatibility is not an issue. However, we are unable to rule out local tissue irritation, micro-motion and/or migration of the unsecure anchors. According to the report, the procedure was completed with 2 other devices. Since it was reported there were no consequences for the patient, no further clinical medical assessment warranted at this time. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.